Manufacturer narrative:
The reported issue is a duplicate and was inadvertently reported. Issue captured in mfg # 3013756811-2019-02856.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Blood glucose was not impacted. Reportedly, the customer had an alternate method of insulin delivery available.